Event description:
A dialysis facility reported that there was excessive fluid removed from a pt during a hemodialysis treatment. The pt was asymptomatic and the problem was only discovered when they weighed post treatment. Based on the pre and post weights and what the machine indicated was removed, there was a weight loss variance of approx 2.1 kg.